Event description:
A possible withdrawal, hallucinations and increased pain was reported. Intervention included medication adjustment: increased intrathecal drug dilaudid to 0.93mg/day on (B)(6) 2010. The last change was on (B)(6) 2010; drugs included morphine sulphate 20.0 mg/ml and bupivacaine 20 mg/ml. No diagnostic tests were done. The outcome was noted as resolved without sequel as of (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
The patient was previously reported to have had hallucinations and increased pain. It was later noted that the patient had increased pain due to a double mastectomy for cancer; however, the new adverse event was noted to be increased pain.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: unk; pouch model: 8590-1, lot# n079700, implanted: 2007-(B)(6), explanted: unk. (B)(4).